Manufacturer narrative:
The devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. A lab analysis confirms based on this investigation, it was concluded the stem fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross section could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by cyclic stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any applications of loads in excess of the material¿s strength. The appearance of lack of proximal support along with evidence that the distal stem was fixed supports a conclusion that an overloading condition occurred. This most likely is the reason for the stem fracture. No material or manufacturing deviations were observed during this investigation. A clinical evaluation was conducted and confirms without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Manufacturer narrative:
Results of investigation: the devices, used in treatment, were returned for evaluation. A lab analysis concluded the stem fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking, caused by cyclic stresses in excess of the material endurance limit for an extended period of time, eventually propagated, that the remaining cross section could not bear the imposed patient loading; which led to an overload fracture. Cyclic stresses may be caused by any applications of loads in excess of the material¿s strength. Lack of proximal support along with evidence that the distal stem was fixed supports a conclusion that an overloading condition occurred. This most likely is the reason for the stem fracture. A clinical evaluation indicated the reported obvious non-union with proximal femur ¿rotationally unstable/rotating about the stem¿ at 16 months post-2nd revision was most likely the contributing factor to the periprosthetic fracture, sleeve failure, bone and tissue debris/necrosis about the site, requiring a revision with bone grafting, orif, cerclage, and antibiotic therapy. It cannot be ruled out that the two prior dislocations also could have contributed to the extent of the mal/non-union. The patient impact beyond the reported clinical findings and reported interventions with 3rd revision procedure could not be determined. A review of complaint history on the listed parts revealed no prior complaints for the listed batches. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document for this failure mode was conducted. Possible causes could include but not limited to traumatic injury or abnormal loading of limb. The need for corrective action is not indicated. We consider this investigation closed.

Event description:
It was reported that the patient underwent two closed reductions due to recurrent dislocations. The first closed reduction was performed on (B)(6) 2018 and the second one on (B)(6) 2018.